Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow-up noise was observed on the pace / sense lead. The patient received an inadequate shock due to a suspected lead damage. The lead was capped and a new system was implanted on the right patient's side. The patient is in good condition.